Manufacturer narrative:
Additional information was added to h3, h4 and h6. Correction to d4: unique identifier (UDI) #. H10: the device was received for evaluation. A visual inspection was performed which identified an incorrect assembly; the tubing was assembly into the first y-site in the downstream part with a twist. Functional test including pressure and clear passage tests were performed which revealed a leak due to the incorrect assembly. The reported condition was verified. The cause of the condition was due to an assembly issue during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). (B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was reported that ¿a very large hole was noticed at the top luer lock¿ of a clearlink system continu-flo solution set. It was further reported that the hole was located at where the tubing and luer lock (first y-site junction from the spike) were connected. This issue was identified during priming. There was no patient involvement. No additional information is available.